Manufacturer narrative:
The incident is related to the alpha response narrow type mattress which is not sold in the USA; previously, it was thought that this would not be reportable to the FDA. However, a site visit to (B)(6) was done by arjohuntleigh engineers based on concerns by customers about immobile pts having the potential to shift towards their right. As a result, tests were initiated on various mattress sizes to replicate the incidents during the third week of (B)(4). The tests show the mannequin shifting towards the right which could cause potential entrapment incidents not only on a narrow mattress but on standard size mattress as well. Hence, this incident is now being reported to the FDA. The product in regards to this incident was returned for investigation. The results of the investigation showed that the system worked as per the intended design. Further eval showed that some pt migration was evident over an 8 hour period. This result was concluded by placing a 48 kg mannequin on top of the mattress system and observing its movement so as to replicate the incident. Due to the nature of alternating therapy systems, this movement was deemed as normal. The risk was reviewed and the risk was deemed to be as low as reasonably possible by design. The benefits to pts in terms of pressure relief far outweigh the risks ((B)(4)). Wherever alternating therapy systems are used, it is important that a pt monitoring routine is adopted and this is highlighted in our current IFU (alpha response, instructions for use-464900en_01: july 2009 and 464901us_1: august 2009) - the system is "designed to complement pressure ulcer treatment and prevention protocols". It also states: "whilst the pt is unattended, safety sides should be used based on clinical assessment and in line with local policy." "Alignment of the bed frame, safety sides and the mattress should leave no gap wide enough to entrap pts head or body, or to allow egress to occur in a hazardous manner where entanglement with the mains power cable and tubeset or air hose may result. Care should be exercised to prevent occurrence of gaps by compression or movement of the mattress. Death or serious injury may occur." A further clinical application listed in our IFU states: "the alpha response systems are indicated for the prevention and management of all categories (npuap/epuap international pressure ulcer guideline, 2009) of pressure ulcer when combine with an individualised monitoring, repositioning and wound care program." A similar incident was reported in (B)(6) at the same time as this incident (medwatch # 1000381138-2011-00002). It has been found that the movement of the pts while using an alternative mattress system is a typical effect by nature and design. The IFU states that the pt should have a repositioning and monitoring program and it cannot be confirmed that regular pt monitoring had occurred prior to the reported incident.

Event description:
The pt was trapped through the bed rail. The pt did not fall to the ground, as her body got stuck in the rail. The trial mattress was smaller than the bed platform. There was a gap of 10 - 15 cm on either side of the mattress to the bed rails. This made it possible for the pt to become entrapped. The pt received bruising to her legs and body and was moved to another mattress system.